Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the associated subject/study number. Emdr section h6 codes updated to reflect results of investigation. According to the gore® viabahn® vbx balloon expandable endoprosthesis instructions for use (IFU), possible adverse events and complications that may occur with the use of this device or in any endovascular procedure and require intervention include, but are not limited to: endoleak.

Manufacturer narrative:
C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Manufacturer narrative:
D10: gore® viabahn® vbx balloon expandable endoprosthesis (ser. (B)(6)), cook custom, 2 advanta v12 stent grafts. H3: engineering evaluation could not be performed as the device remains implanted. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore from the (B)(6) study database: on (B)(6) 2020, this 65 year-old patient underwent endovascular treatment for a thoracoabdominal aneurysm in the descending thoracic aorta. Patient was treated with a cook custom branch device and three gore® viabahn® vbx balloon expandable endoprosthesis devices to the celiac trunk, superior mesenteric artery, and the right renal artery. The vbx devices were successfully navigated to the intended location and successfully deployed. Device catheters were successfully removed. The device was noted as patent at the end of the procedure. The patient was noted to have a reintervention on (B)(6) 2020 for an endoleak in the celiac trunk and the left renal artery. This resulted in prolonged hospitalization and endovascular reintervention. Endovascular reinterventions in the celiac trunk occurred on (B)(6) 2020 in which an advanta v12 stent was placed. The device was patent at the end of the procedure. The patient was again noted to have a reintervention on (B)(6) 2021 for an endoleak in the superior mesenteric artery. This resulted in prolonged hospitalization and endovascular reintervention. Endovascular reintervention in the superior mesenteric artery occurred on (B)(6) 2021 in which an advanta v12 stent graft was placed. The device was patent at the end of the procedure.

Manufacturer narrative:
H6: b15: imaging has been received on january 02, 2024 from the complainant. The investigation is ongoing.

Event description:
The following was reported to gore from the medrio study database: on (B)(6) 2020, this 65 year-old patient underwent endovascular treatment for a thoracoabdominal aneurysm in the descending thoracic aorta. The patient was treated with a cook custom branch device and three gore® viabahn® vbx balloon expandable endoprosthesis devices in the celiac trunk, superior mesenteric artery, and the right renal artery. The vbx devices were successfully navigated to the intended location and successfully deployed. Device catheters were successfully removed. The device was noted as patent at the end of the procedure. On (B)(6) 2020, a reintervention was performed to treat a type iiic endoleak in the celiac trunk and a type ic endoleak in the left renal artery. This resulted in prolonged hospitalization and endovascular reintervention. Endovascular reintervention in the celiac trunk was performed on (B)(6) 2020 in which an advanta v12 stent was implanted. The device was patent at the end of the procedure. Reportedly on (B)(6) 2021 another reintervention was performed to treat a type iiic endoleak in the superior mesenteric artery. Prolonged hospitalization was reported. Additionally another endovascular reintervention in the superior mesenteric artery was performed on (B)(6) 2021 in which an advanta v12 stent graft was placed. The device was patent at the end of the procedure.